Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had a "pain" in their chest "felt like they might pass out". They also reported that they were told that it might be from a "staph infection a few years ago". The device is still in use. There were no further patient complications reported as a result of this event.